Event description:
The customer reported battery charging issues. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.